Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: medical records dated (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2008, (B)(6) 2009,(B)(6) 2011 state abdomen-umbilical hernia present.¿ medical records dated (B)(6) 2012, (B)(6) 2013 and (B)(6) 2014 state ¿abdomen -small umbilical hernia.¿ medical records dated(B)(6) 2015 state: ¿[patient] comes in for presurgical physical. He has recurrence of the bladder cancer. Dr. (B)(6) is going to perform a cystectomy and formation of an ileal conduit.¿ medical records dated (B)(6) 2015 include operative report for davinci radical cystoprostatectomy, extended pelvic lymphadenectomy, creation of ileal conduit, and umbilical hernia repair. The operative records dated (B)(6) 2015 state: ¿a midline incision was made around the umbilicus and the umbilical hernia was dissected free. The specimen was removed.¿ the records also state ¿the site for the stoma was identified. An ellipse of skin was removed. A plug of fat was excised and the anterior abdominal fascia identified. A cruciate incision was made in the anterior fascia. The rectus was bluntly divided, the posterior fascia divided and the peritoneum was entered. The conduit was brought out to the skin in an isoperistaltic fashion. The conduit was everted using 3-0 vicryl suture in an interrupted fashion. The stents were sutured to the skin using 3-0 vicryl suture. The midline fascia was closed with 1-0 pds suture incorporating the umbilical hernia repair into the closure.¿ medical records dated (B)(6) 2015 state: ¿the patient is a 65 year old caucasian male diagnosed with urothelial cancer admitted on (B)(6) 2015for a davinci radical cystoprostatectomy, extended pelvic lymphadenectomy, creation of ileal conduit, and umbilical hernia repair. The patient started experiencing a fever of 100.9 rectally. He is also hypoxic and now requiring 5 l nasal cannula and has a productive cough with dark phlegm. The patient states that he quit smoking and in august. He has a 50 pack year history, but denies any diagnosis of copd. He denies any wheezing, shortness of breath, nausea, vomiting, diarrhea, or any other symptoms. He has not passed any flatus since surgery. He has been on prophylactic antibiotics including rocephin, gentamicin; and vancomycin.¿ medical records dated (B)(6) 2016 indicate ¿¿starting to develop a peristomal hernia-[illegible] vs. Abd binder ¿ will try the binder.¿ medical records dated (B)(6) 2016 state: ¿[patient] is a 66 year old male who is being seen for follow up evaluation of a parastomal hernia of his ileal conduit. Since last seen the patient's status has not changed. He has procured for me a copy of his cat scan I reviewed with him. In discussion though, I really asked him what is his primary concern. He says is not so much pain but the protrusion that he sees on his abdominal wall. It is not severe but there is some laxity. Conduit itself is working well and his appliance fits without difficulty.¿ the medical records dated (B)(6) 2016 also state: ¿after review the CT scan, the patient clearly does have a small to moderate sized parastomal hernia that is non incarcerated. It is reducible. I told him that if we were to repair this better recommend a robotic repair with mesh in a sugarbaker fashion if possible. I told him that he has general laxity of his abdominal wall that area. The protrusion has knows not severe and that I cannot guarantee him that he would still not have some asymmetry and bulging associated with the laxity in that area. Certainly, we would be able to manage his pain and reduce the defect.¿ the (B)(6) 2016 records continue: ¿he understands that he would have to limit his activity substantially after his surgery and he is a farmer. He wanted to know if he could wait till the fall to consider getting this repaired and from my standpoint I told him that was reasonable. If the pain would worsen or there are any symptoms of incarceration prior his been instructed to contact me back. If not I will see him back in september we will reexamine/rediscuss surgical options and make a decision for surgery at that point. All questions were answered.¿ the CT scan records mentioned in the (B)(6) 2016 medical records were not provided. Medical records dated (B)(6) 2016 state ¿[patient] comes in for checkup. ¿ records also state ¿¿he reports he has finished his chemotherapy. He has a hernia around his stoma. He saw dr. (B)(6) who recommended waiting until fall to consider another surgery.¿ office note dated (B)(6) 2016 states: ¿65 yo wm tp sip dvc and ileai conduit 9/10/15 for t3an0m0 disease with negative margins. S/p 4 rounds of adjuvant chemo. Pt doing well. Startng to develop a peristomal hernia - discussed surgery and has seen dr. (B)(6) for this. CT abd and pelvis neg except 2.2 cm enlarged periaortic node. Will attempt to bx per radiology. Otherwise, repeat CT and labs in 3 months to keep a close eye 'on this.¿ office note dated (B)(6) 2016 states: 65 yo wm tp s/p dvc and ileal conduit 9/10/15 for t3an0m0 disease with negative margins. S/p 4 rounds of adjuvant chemo. Pt doing well. Pt has a peristomal- discussed surgery and has seen dr. (B)(6) for this. CT abd and pelvis neg except 2.2 cm enlarged periaortic node - this was set up for biopsy but cancelled as node seemed to be smaller. Now pt concerned about dark area at top of stoma - suspect it is pressure related from hernia. Will plan to repeat CT in 2 months. Meanwhile, pt will call dr. (B)(6) to potentially move up stomal hernia repair.¿ medical records dated(B)(6) 2016 state: ¿[pateint] is a 66 year old male who is being seen for follow up of a parastomal hernia. The patient was last seen in the office on 3/13/2016 and was found to have a small to moderate sized parastpmal hernia that was no incarcerated and surgical repair was recommended. The patient preferred to wait until the fall for the surgical repair. He comes into the office today and states that the hernia has increased in size and he has a burning pain which "drives him ¿nuts". Functionally, his ileal conduit has been working well otherwise. He has no other concerns.¿ the medical records dated (B)(6) 2016 also state: ¿the patient has a symptomatic parastomal hernia around his ileal conduit that is definitely enlarged since last seen. I recommended an open repair not robotic of this under a general and acetic. I would attempt a sugarbaker-type repair if he has enough mobile conduit. If not we will close the defect into a keyhole type repair. This would be done under a general anesthetic. I also requested an epidural for postoperative pain management. I have described the procedure to the patient in detail. I have also described treatment alternatives to the patient but hold him that I think given the increase in size and the complexity of th1s case, an open repair would be better than a minimally invasive repair.¿ discharge summary dated (B)(6) 2016for hospital admission (B)(6) 2016states: ¿[the patient] did well post-operatively. His pain was well controlled with an epidural catheter, which was removed on pod 2 per anesthesia. He was then transitioned to an oral multi-modal pain regimen, and reported adequate pain control. He was started on a clear liquid diet and tolerated without incident. He was advanced to a regular diet prior to discharge. He did have baseline urinary output from his ileoconduit and report bowel function prior to discharge. He did ambulate in the hallway without problem. His surgical incision was c/d/I. He was eager to return to home, and was deemed medically stable to do so. He was provided instructions for discharge and follow-up.¿ medical record dated (B)(6) 2016 state: ¿the patient is a 66 year old who returns for a routine follow-up visit after undergoing a repair of a moderate sized parastomal hernia with primary fascial closure and mesh. The patient was seen last week by our nurse practitioner, maryann lancaster and affect noted to have an opening in the midportion of wound that was draining serosanguineous fluid. Since then, it has enlarged and outpatient is here for follow-up evaluation visit. He is on anti-biotics. But has no fever, the drainage is presently serous nonpurulent. His appliance is feeling much better at this point and fifth over the stoma without leakage. They are here for evaluation.¿ the medical records dated (B)(6) 2016 continue: ¿there is no evidence of cellulitis around the wound. The fascia is intact, there are 2 openings measure collectively at least 4 cm in length and 2 cm in depth. There is no evidence of active infection. The staples were removed and tt1e patient will clearly need a vac dressing to help this heal. I think this will also help him with his ostomy appliance as well.¿ medical records dated (B)(6) 2016 state: ¿the patient is a 67 year old who returns for a routine follow-up visit after undergoing open repair of a parastomal hernia around ileoconduit with gore mesh, with postoperative wound dehiscence. Has had a vac dressing and is recovering well. Wound is healing, he is very happy with his result. He has no further complaints.¿ the records also state ¿the incisions are well-healed without any evidence of wound breakdown cellulitis or infection.¿ radiology records for CT abdomen/pelvis without contrast dated (B)(6) 2016states: ¿patient has an ileal conduit and two anterior abdominal wall fistula tracks right lower quadrant near the ileal conduit. Under fluoroscopy the fistula tracts were evaluated with fistulogram. An abscess drainage catheter was also placed under fluoroscopic guidance. No definite bowel communication was demonstrated under fluoroscopy. CT scan performed before and after fistulogram injections to evaluate for any bowel communication.¿ the radiology records dated (B)(6) 2016 also state: ¿there is a gore-tex graft involving the anterior abdominal wall on the right just left and lateral to the ileal conduit.¿ impression: 1. No fistulous communication demonstrated to either the ileal conduit or small bowel. 2. There is an abscess drainage pigtail catheter within the cavity lying .anterior to the anterior abdominal wall graft. 3. Findings suggest that the patient's drainage may be a result of a graft infection rather than right due to enteric fistulous communication.¿ medical records dated (B)(6) 2016indicate patient underwent ¿fluoroscopic fistulogram anterior abdominal wall at two separate sites fluoroscopic placement of abscess drainage catheter.¿ records also state ¿impression: 1. There are two fistulous tracts was communicated to each other subcutaneous manner. I was not able to demonstrate any fistulous communication to the ileal conduit or any small bowel loops. 2. An 8-french abscess drainage catheter was placed through the superior fistulous tract into the subcutaneous cavity for drainage. ¿ medical records dated (B)(6) 2016state: ¿the patient is a 67 year old who returns for a routine follow-up visit after undergoing open repair of a parastomal hernia around ileoconduit with gore mesh, with postoperative wound dehiscence. The patient was on wound vac care and stool was being drawn into the vac suggesting a possible fistula. However a cat scan did not show fistula just a small fluid collection. A drain was placed in the wound drainage is decreased dramatically.¿ the records dated (B)(6) 2016 continue: ¿the incisions are healing well on plug inferiorly. The drain is putting a moderate amount of purulent drainage out. In spite of my recommendation to start antibiotic the patient has not done this so far, he has not gotten to the drugstore. I reinforced to the patient is doing well that he needs to get started on antibiotics. I told him that we will see how he does but he would likely be on long-term antibiotics started this infection. If not, ultimately he may need to have the mesh explanted. I discussed this with the patient and family who are comfortable understand and agree. Follow-up will be in 2 week time. All questions answered.¿ medical records dated (B)(6) 2017 state: ¿[patient] is a 67 year old male who is being seen for follow up evaluation after a repair parastomal hernia around ileoconduit with gore mesh with the development of a wound infection. Presently is a drain is putting out purulent material. Since seen last week it seems to be well-controlled but the volume has not decreased substantially per the patient. Is not measuring it and I have asked him to do so. He has been on keflex.¿ records dated (B)(6) 2017 indicate patient underwent ir abscess drainage. The records states ¿findings: percutaneous fistulous tract within the right lower quadrant abdominal wall next with the collection at the tip of the existing drain. A new 8 french drain was coiled within the inferior portion and sutured to the skin.¿ medical records dated (B)(6) 2017 state: ¿the patient is a 67 year old who returns for a routine follow-up visit after routine follow-up visit after a repair parastomal hernia around ileoconduit with gore mesh with the development of a wound infection. The drain continues to have purulent drainage although somewhat less than on last seen. His inferior drain is working well and the wound is not causing him nearly as much problems as it has passed. There is no other complaints per the patient.¿ the medical records dated (B)(6) 2017 continue: ¿wound is healing well, there is much less purulent drainage. We cultured at this time. Very pleased the patient is showing first progress that he has some time. Is to continue with his wound care, will keep him on antibiotics check results of his cultures. Follow-up will be in 2. The culture report mentioned in the (B)(6) 2017 medical records was not provided. Medical records dated (B)(6) 2017 indicate patient underwent ¿abscessogram/fluoroscopic guided placement of a abscess drainage catheter.¿ the records also state ¿findings: injected contrast demonstrates a fairly collapsed cavity in the right abdomen adjacent to the ileal conduit. No evidence of bowel fistula. Impression: uncomplicated replacement of a drainage catheter in the right lower abdomen through an existing,right lower abdomen cutaneous fistula.¿ medical records dated (B)(6) 2017 state: ¿[patient] is a 67 year old male who is being seen for a follow up evaluation of wound. The patient was seen in office on (B)(6) 2017 and at that time 50-60 ml of purulent foul-smelling fluid was being drained each day form his drain. In addition he also had drainage from the upper wound opening. The patient states that he has 60 ml of drainage a day from his drain, also states the upper wound is increasing in size and is also draining. He states he has constant pain around his stoma; states it is a constant tenderness.¿ the medical records dated (B)(6) 2017 continue: ¿he denies fevers or chills but states that he is going to bandage supplies at a much faster rate than what his prescriptions will allow. His parastomal hernia repair was done as an open repair on august 31 of 2016 with a gore-tex dual mesh patch placed as a sugarbaker-type repair. Dr. (B)(6) note indicates that there were minimal adhesions at the time of surgery subsequently it appears that he has developed infected mesh as there was concern that he had a fistula to his conduit or small bowel but this is never been proven.¿ the (B)(6) 2017 medical records also state: ¿abdomen: soft, non-tender; bowel sounds normal; no masses, no organomegaly, ostomy in the right lower quadrant is pink and draining urine there are 2 separate skin openings just medial to the ostomy one superiorly and one inferiorly both draining foul smelling yellowish creamy purulent fluid. There is a drain in the lower opening attached to a jp suction bulb which contains more of the yellowish creamy pus hernia: the entire lower midline incision is now a ventral hernia and appears to be somewhat enlarged from previous exam.¿ the (B)(6) 2017 medical records continue: ¿I told the patient that at this point we need to go ahead with a CT to delineate what the anatomy of his lower abdomen is and indicated that clearly the mesh appears to be infected. There may be a role for explaining the mesh although this will be a very difficult undertaking as it will be difficult to locate the ostomy elsewhere. The patient is to return to see me following his CT scan.¿ medical records dated (B)(6) 2017 state: ¿[patient] is a 67 year old male who is being seen for evaluation after CT of the abdomen and pelvis. The CT shows patient with ileal conduit; no apparent renal obstruction. Around them in close proximity to the conduit and involving a large portion of the anterior abdominal wall on the right. The patient has a complaint of a lump on his right abdomen; his finding shows that the parastomal hernia repair is intact but he now has a midline ventral incisional hernia. There appears to be no undrained fluid collection but he continues to have purulent foul-smelling drainage from the drain that is adjacent to his mesh. In addition he has begun developing a red sore area slightly superior and to the right of his ileal conduit which likely represents some new location for the infection. It has been presumed that he has infected gore-tex mesh.¿ the medical records dated (B)(6) 2017 continue: ¿abdomen: soft, non-tender; bowel sounds normal; no masses, no organomegaly, ostomy in the right lower quadrant is pink and draining urine there are 2 separate skin openings just medial to the ostomy one superiorly and one inferiorly both draining foul smelling yellowish creamy purulent fluid. There is a drain in the lower opening attached to a jp suction bulb which contains more of the yellowish creamy pus hernia: the entire lower midline incision is now a ventral hernia.¿ the (B)(6) 2017 medical records state: ¿I reviewed the CT findings with the patient and his wife and indicated that he continues to slowly worsen and that at this point the only option would be surgical explantation of the mesh with possible repositioning of the ostomy. I've indicated that this will be a major undertaking and clearly has significant risk for further infection, recurrent hernia, bleeding, postoperative ostomy problems among others.¿ medical records dated (B)(6) 2017 state: ¿[patient] is a 67 year old rnale who is being seen for evaluation of wound near his ileal conduit. The patient states you can see a white tube in his wound. He sates there is an increase in drainage. He has constant pain 2-3/10 that increases to 10/10 with touch. He comes in today simply to assess this area to see exactly what the material is that he notes in the wound and to see if he needs hospital admission. He denies fevers, chills or sweats. His baseline status is similar to when I saw him last week.¿ the medical records dated (B)(6) 2017 continue: ¿I explained to the patient and his wife that the material there seeing and the wound is simply the mesh that we plan on removing and I went ahead and rediscussed the surgery to remove the mesh and closed the midline again. The patient seems to demonstrate good understanding and is willing to proceed this will be accomplished at bethesda north in the coming weeks.¿ medical records dated (B)(6) 2017 state: ¿[patient] comes in for a checkup. He needs presurgical physical for repeat hernia surgery. He reports he has developed recurrent hernia adjacent to the stoma. He states that he also has exposed mesh in the tunnel under the skin where he hasn't healed properly. He states that he has malodovous drainage from the tunnel. Dr. (B)(6) has scheduled surgery to repair the hernia.¿ medical records dated (B)(6) 2017 state: ¿the patient is a 67 year old who returns for a routine follow-up visit after undergoing exploratory laparoscopy, extensive lysis of adhesions, explanation of infected mesh, recurrent incisional hernia with retrorectus muscle repair with 20 x 30 cm strattice mesh, right posterior sheath componel1t separation, left posterior sheath component separation, mobilization of right skin and subcutaneous flap 25 cm x 9 cm, mobilization of left skin flaps and subcutaneous tissue 25 x 18 cm, left transabdominal muscle release, parastomal hernia repair, and appendectomy on (B)(6) 2017 . The pathology shows vermiform appendix with no diagnostic abnormality, surgical mesh {gross examination only), inflammatory peel -acutely inflamed granulation and fibrous tissue. The patient states he has abdominal pain with activity. He denies bowel issues. He has a decrease in appetite and fatigue.¿ the medical records dated (B)(6) 2017 state: ¿abdomen-the wound vac was removed from the incision today and he has developed nonhealing of the central portion of the incision over a distance of approximately 5-6 cm with probable at least partial dehiscence of the fascial closure underneath and disintegration of the bio mesh. The patient will need admission to the hospital for continuing wound care and we made arrangements to go from the office to the hospital floor today.¿ records for hospital admission mentioned in (B)(6) 2017 medical records were not provided. The medical records dated (B)(6) 2017 state: ¿the patient was seen in office on (B)(6) 2017 for a postoperative check. Patient was admitted to the hospital for a wound dihiscence due to chronic malnutrition and skin seeding. The patient states that the wound looks better. He has been undergoing vac therapy at home and having no problems with it.¿ the medical records dated (B)(6) 2017 state: ¿abdomen-the vac was removed from the wound today and the opening at the level of the ostomy in the midline of the incision is approximately 6 cm in diameter by 2-2.5 cm in depth. There is clean granulating tissue and there is no longer any undermining. The fascial dehiscence centrally remains intact and the patient will certainly get a hernia in this area but there is no sign of small bowel fistula or herniation of tissue at present.¿ medical records dated (B)(6) 2017 state: ¿he has been getting along well and continues with vac dressing changes 3 times per week. His strength and stamina continue to rebound and are now close to normal.abdomen-the vac was removed from the midline wound adjacent to his ostomy and the open areas now approximately 4.5 cm in diameter and is much more superficial. The entire open areas clean and granulating and looks to be ready to start epithelializing. The ostomy remains pink and intact and there is no sign of parastomal hernia.¿ medical records dated (B)(6) 2017 state: ¿the patient returns today for a wound check. The patient states he has a decrease in drainage. He also now notes that he is beginning to develop more of a bulge lateral to his ostomy. Overall, he feels great.¿ the records also state ¿abdomen-the wound vac just medial to his ostomy was removed and the wound now is approximately 4.5 cm in diameter and is very superficial at the level of the skin with clean granulation tissue. I suspect this will epithelialize fairly readily now. There is now some bulging lateral to the ostomy which likely represents recurrence of his parastomal hernia. It is mild at this point. The ostomy remains pink and functioning well.¿ medical records dated (B)(6) 2017 state: ¿the patient returns today for a wound check. The patient states that the drainage has decreased. He denies pain. He had developed an open wound along the midline adjacent to his stoma which we did initially been treating with a vac. When I saw him in the office 2 weeks ago the wound had become quite superficial and I felt that this would likely be the last time he would need to have a vac on there and the area should be ready for epithelialization. The patient tells me that his wound nurses have told him that.he looks good and that applying dressing changes with wound gel rather than a vac should be adequate.¿ the medical records dated (B)(6) 2017 continue: ¿abdomen-the patient clearly has ;signs of recurrence of his parastomal hernia with bulging lateral to the ostomy and he tells me that he has been fitted for an abdominal binder but has not yet been able to obtain it. Along the midline there is an open area of granulation tissue which is approximate 4 cm in greatest diameter all very superficial and clean with no sign of infection. This should epithelialize with daily dressing changes with wound gel.¿ medical records dated (B)(6) 2017 state: ¿the patient returns today for a wound check. The patient states he has no pain or drainage from his wound. He continues to apply dressings to the open area on the mid line of the abdomen which is slowly contracting using alloderm. He has now obtained a binder that has an opening cut into it for his ostomy appliance and is very happy with it.¿ the (B)(6) 2017 records continue: ¿abdomen-the parastomal hernia has recurred and is of moderate size in the right lower quadrant. The open area in the midline is now about 3 cm in greatest diameter and granulating and dry with no sign .of infection.¿ medical records dated (B)(6) 2017 states ¿the patient returns today for a wound check. He denies pain or drainage from the wound. He has been using medihoney to the open area in the midline which has been slowly and steadily granulating and contracting. Denies any new problems since I last saw him.¿ medical records dated (B)(6) 2017 also state: ¿abdomen-the parastomal hernia is about the same as when I seen the patient last month with significant bulging lateral to the ileal conduit in the right lower quadrant. The midline wound remains contracting in the open granulating area now is no more than 2.5 cm in greatest diameter it is very superficial and clearly epithelializing from circumference toward the center. There is no sign of infection.¿ the (B)(6) 2017 medical records continue: ¿I told the patient that he is doing a good job and indicated that at this point he could return to see me on a when necessary basis if he is comfortable with that. He will continue using the medihoney daily and then stop using it once the area is fully epithelialized. He and his wife are both comfortable with this. We did discuss the fact that he does still have a parastomal hernia and that wearing the abdominal binder bel [sic] is going to be his best option as further surgery on this area is almost certainly likely to lead to more complications.¿ medical records dated (B)(6) 2018 state: ¿abdomen-colostomy with surrounding hernia.¿ medical records dated (B)(6) 2018 state: ¿68 yo wm tp s/p dvc and ilea I conduit 9/10/15 for t3an0m0 disease with negative margins. S/p 4 rounds of adjuvant chemo. S/p repair of peristomal hernia by dr. (B)(6) in 9/16 - now with a very large recurrence. Pt is having some skin breakdown around that with a proud stoma. Pt also has a recurrence of his cancer ¿ undergoing [sic] rx with dr. (B)(6) will go back to see dr. (B)(6) this will need a major reconstruction.¿ medical records dated (B)(6) 2018 state: ¿[pateint] is a 69 year old male who is being seen for evaluation of possible parastomal hernia. He has had multiple abdominal wall hernia repair including his parastomal hernia last one resulting in a significant mesh infection that ultimately cleared with wound vac therapy. He now presents with another recurrence. He has a diagnosis of recurrence of his cancer that appears to be under good control and is being managed by dr. (B)(6) from oncology. He states his appliance is leaking, it would like to consider repair. A recent CT scan done in october shows stability with no change in his parastomal hernia from his previous CT scan.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: (B)(6) statistics. Certificate of death. Age 59 years. Place of death: decedent¿s home. Immediate cause of death: bladder cancer. Approximate interval: onset and death: 4 years. Autopsy: no. Manner of death: natural. Did tobacco use contribute to death: no a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (1930, 1695, 3191 used for ¿loss of consortium¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The following information was determined from the medical records. Medical records: ¿ the known medical records span (B)(6), 2015 through (B)(6)2018, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Patient information: medical history: ¿ smoker ¿ 50 pack years; quit (B)(6)2015 ¿ hyperlipidemia ¿ lymphadenopathy ¿ sinus bradycardia ¿ bladder carcinoma with chemotherapy ¿ gastroesophageal reflux disease ¿ obstructive sleep apnea prior surgical procedures: ¿ right hip replacement ¿ right rotator cuff repair ¿ cholecystectomy ¿ radical cystoprostatectomy with ileal conduit with extended pelvic lymphadenectomy ¿ umbilical hernia repair implant preoperative complaints: ¿ (B)(6)2016: ¿conduit itself is working well and his appliance fits without difficulty. After review the CT scan, the patient clearly does have a small to moderate sized parastomal hernia that is non incarcerated. It is reducible. I told him that if we were to repair this better recommend a robotic repair with mesh in a sugarbaker fashion if possible. I told him that he has general laxity of his abdominal wall that area. The protrusion has knows [sic] not severe and that I cannot guarantee him that he would still not have some asymmetry and bulging associated with the laxity in that area.¿ ¿ (B)(6)2016: ¿now pt [patient] concerned about dark area at top of stoma -suspect it is pressure related from hernia. Will plan to repeat CT in 2 months. Meanwhile, pt will call dr. Donovan to potentially move up stomal hernia repair.¿ ¿ (B)(6)2016: ¿[he] has a symptomatic parastomal hernia around his ileal conduit that is definitely enlarged since last seen. I recommended an open repair not robotic of this under a general anesthetic. I would attempt a sugarbaker-type repair if he has enough mobile conduit. If not we will close the defect into a keyhole type repair. This would be done under a general anesthetic. I also requested an epidural for postoperative pain management. I have described the procedure to the patient in detail. I have also described treatment alternatives to the patient but hold him that I think given the increase in size and the complexity of this case, an open repair would be better than a minimally invasive repair.¿ implant procedure: ¿open repair of a moderate sized parastomal hernia with primary fascial closure and 15 cm x 15 cm gore dual mesh sugarbaker repair.¿ implant: to gore® dualmesh® biomaterial (10443928/1dlmc04) 15cm x 19cm, oval. Implant date: (B)(6), 2016 [hospitalized (B)(6)2016 ¿ (B)(6)2016] ¿ description of hernia being treated: ¿a midline abdominal incision was made going above the umbilicus and below. Dissection was taken down to the subcutaneous tissue and the anterior fascia and divided for the length of the wound. The peritoneum was identified, elevated, and divided sharply, gaining free and easy access to the abdominal cavity without injury to the abdominal contents. We opened this up for the length of the wound. We were able to easily see the hernia defect. There was minimal adhesions. Some omental adhesions were taken down and then omentum was removed from the hernia defect and some adhesions of the conduit itself were taken down. Of note, the conduit had good length on it. It was relatively free and mobile and I felt we could do a sugarbaker repair on it. The conduit was attached most laterally, so we closed the fascia primarily with interrupted figure-of-eight 0-prolene sutures. We started medially at the cut fascial edge and then out laterally. We secured relatively tightly around the conduit, it was not strangulative, and it allowed passage of the tip of my index finger.¿ ¿ implant size and fixation: ¿we chose gore dual mesh with gortex [sic] underlay to help prevent both adhesions and erosion into the mesh. The conduit was then placed out laterally for as much length as we could reasonably get on it. I got a 15 cm x 20 cm piece of dual mesh, trimmed it down to about 15 x 15 and then tacked it in at the medial edge of the fascia first. We then laid it out and it laid over the conduit well, giving a nice s-type curve to it without being strangulative. We then, from the inside, pushed the mesh corners out laterally and then marked the spot. Using a #11 blade knife, we took a suture passer and passed it with an 0-ethibond suture through the mesh at the corner and then grasped the suture, passed the suture passer a second time about 1 cm from the original insertion site through the mesh and brought it out past. We tacked the corners and then on both sides of the conduit with transfascial stay sutures then, up the inferior and superior edge and then all along the fascia, a total of ten transfascial sutures were placed, four laterally, four medially, and then one superiorly and inferiorly. We then circumferentially re-enforced with a secure strap device. We tied our transfascial stay sutures down and it really looked very good. There did not appear to be any strangulation at all in the bowel, but it had a good angulation to it and the primarily repaired portion was all covered completely immediately.¿ ¿ post-operative period: [three days] ­ (B)(6)2016: ¿[the patient] did well post-operatively. His pain was well controlled with an epidural catheter, which was removed on pod [post-op day] 2 per anesthesia. He was then transitioned to an oral multi-modal pain regimen, and reported adequate pain control. He was started on a clear liquid diet and tolerated without incident. He was advanced to a regular diet prior to discharge. He did have baseline urinary output from his ileoconduit and report bowel function prior to discharge. He did ambulate in the hallway without problem. His surgical incision was c/d/I [clean/dry/intact]. He was eager to return to home, and was deemed medically stable to do so. He was provided instructions for discharge and follow-up.¿ ¿ post-operative period: [two weeks] ­ (B)(6)2016: ¿the patient was seen last week by our nurse practitioner, maryann lancaster and affect noted to have an opening in the midportion of wound that was draining serosanguinous fluid. Since then, it has enlarged and outpatient is here for follow-up evaluation visit. He is on anti-bionics [antibiotics]. But has no fever, the drainage is presently serous nonpurulent. His appliance is feeling much better at this point and fifth [sic] over the stoma without leakage. There is no evidence of cellulitis around the wound. The fascia is intact, there are 2 openings measure collectively at least 4 cm in length and 2 cm in depth. There is no evidence of active infection. The staples were removed and the patient will clearly need a vac dressing to help this heal. I think this will also help him with his ostomy appliance as well.¿ relevant medical information: ¿ (B)(6)2016: CT abdomen/pelvis: ¿patient has an ileal conduit and two anterior abdominal wall fistula tracks right lower quadrant near the ileal conduit. Under fluoroscopy the fistula tracts were evaluated with fistulogram. An abscess drainage catheter was also placed under fluoroscopic guidance. No definite bowel communication was demonstrated under fluoroscopy. CT scan performed before and after fistulogram injections to evaluate for any bowel communication.¿ ¿ (B)(6)2016: ¿the patient was on wound vac care and stool was being drawn into the vac suggesting a possible fistula. However a cat scan did not show fistula just a small fluid collection. A drain was placed in the wound drainage is [sic] decreased dramatically. The incisions are healing well on plug inferiorly. The drain is putting a moderate amount of purulent drainage out. In spite of my recommendation to start antibiotic the patient has not done this so far, he has not gotten to the drugstore. I reinforced to the patient is doing well that he needs to get started on antibiotics. I told him that we will see how he does but he would likely be on long-term antibiotics started [sic] this infection. If not, ultimately he may need to have the mesh explanted.¿ ¿ (B)(6)2017: ¿presently is a drain is putting out purulent material. Since seen last week it seems to be well-controlled but the volume has not decreased substantially per the patient. Is not measuring it and I have asked him to do so. He has been on keflex.¿ ¿ (B)(6)2017: ¿abcessogram/fluoroscopic guided placement of an abscess drainage catheter.¿ ­ ¿uncomplicated replacement of a drainage catheter in the right lower abdomen through an existing, right lower abdomen cutaneous fistula.¿ ¿ (B)(6)2017: ¿seen in office on (B)(6)2017 and at that time 50-60 ml of purulent foul-smelling fluid was being drained each day form [sic] his drain. In addition he also had drainage from the upper wound opening. The patient states that he has 60 ml of drainage a day from his drain, also states the upper wound is increasing in size and is also draining. He states he has constant pain around his stoma; states it is a constant tenderness.¿ ¿ostomy in the right lower quadrant is pink and draining urine there are 2 separate skin openings just medial to the ostomy one superiorly and one inferiorly both draining foul smelling yellowish creamy purulent fluid. There is a drain in the lower opening attached to a jp suction bulb which contains more of the yellowish creamy pus. Hernia: the entire lower midline incision is now a ventral hernia and appears to be somewhat enlarged from previous exam.¿ ¿ (B)(6)2017: CT abdomen/pelvis with contrast: ¿patient has an anterior abdominal wall wound. Wound is in the region of the ileal conduit. There appears to be high density packing within the wound itself which extends rather prominently subcutaneously and is surrounded by very indurated tissue. There is also a drainage catheter in the wound itself and a little bit of air. No obvious demonstrable connection between contrast in the bowel and the high density material within the wound.¿ ¿ (B)(6)2017: ¿the patient has a complaint of a lump on his right abdomen; his finding shows that the parastomal hernia repair is intact but he now has a midline ventral incisional hernia. There appears to be no undrained fluid collection but he continues to have purulent foul-smelling drainage from the drain that is adjacent to his mesh. In addition he has begun developing a red sore area slightly superior and to the right of his ileal conduit which likely represents some new location for the infection. It has been presumed that he has infected gore-tex mesh.¿ explant preoperative complaints: ¿ (B)(6)2017: ¿he reports he has developed recurrent hernia adjacent to the stoma. He states that he also has exposed mesh in the tunnel under the skin where he hasn't healed properly. He states that he has malodorous drainage from the tunnel. Dr. Kirkpatrick has scheduled surgery to repair the hernia.¿ explant procedure: ¿1. Exploratory laparoscopy. 2. Extensive lysis of adhesions. 3. Explanation [sic] of infected mesh. 4. Recurrent incisional hernia with retrorectus muscle repair with 20 x 30 cm strattice mesh. 5. Right posterior sheath component separation. 6. Left posterior sheath component separation. 7. Mobilization of right skin and subcutaneous flap 25 cm x 9 cm. 8. Mobilization of left skin flap and subcutaneous tissue 25 x 18 cm. 9. Left transabdominal muscle release. 10. Parastomal hernia repair. 11. Appendectomy.¿ explant date: (B)(6), 2017 [hospitalization dates unknown] ¿ indications for the procedure state, ¿the patient is a 67-year-old gentleman who has had a previous ileal conduit created... Who then developed a parastomal hernia, underwent a parastomal hernia repair with usual fashion gore-tex mesh as the barrier method with gore-tex mesh as the implant. The mesh then became secondarily infected and the parastomal hernia recurred as well as an infected abdominal wall draining sinuses.¿ ¿ ¿we started with a midline incision dissecting down through the hernia sac separating the subcutaneous tissues off the hernia sac freeing this up and entering the abdominal space. We then went above the previous hernia repair in order to get into the abdomen in a free area and zone. We were then able to get intraperitoneal and began taking down adhesions. We then freed up the bowel, freed up the peritoneal adhesions from the hernia sac and extended the incision opening the abdomen. The osteotomy was preoperatively intubated with a foley catheter and this was able to identify where the conduit was. We then began taking down adhesions with electrocautery and sharply with metzenbaum scissors in order to free up the small bowel and the surrounding tissue and we were able to get these adhesions down, open up the abdomen and this probably took approximately about 45 minutes in order to get into the abdomen, extend the incisions and be able to visualize the balloon in the ileal conduit. As we continued to take down adhesions, we were able to up the underside of the abdominal wall on both sides and then free up the bowel off of this.¿ ¿we then continued to work on the conduit and identified the ureters, freed up the surrounding edges and were able to identify a 2 cm parastomal hernia on the lateral portion of the defect.¿ ¿please note that I forgot to mention that prior to opening up the posterior sheath we did have the foul smelling purulent tissue of the previous mesh. We were able to cut the sutures out and free up the mesh which once the granulation tissue was freed up and the pus from the mesh was irrigated, we were then able to cut the stitches and pull the mesh out. It had waddled [sic] up into a hard block about a quarter of its previous size and covered with bacterial contamination and this left a large granulated area on the underside of the abdominal wall and we used a curette to scrap [sic] off this thickened infected granulation tissue off the posterior sheath and peritoneum. We were able get big chunks of this freed up in order to get relatively flat smooth surface but still it was somewhat thickened and inflamed from the chronic infection. Once all that tissue was removed and irrigated, we then did the posterior sheath on the right side which is where the mesh had been lying underneath the conduit. Once both sheaths were mobilized, we still did not have enough mobilization in order to get into the midline so we again went out laterally on the left side, was able to identify the perforating branches, made an incision 1 cm medial to the lateral portion of the rectus sheath.¿ ¿based on several trials, biologic mesh has shown to be a benefit in this situation in some trials and it was felt that it was not safe to place a polypropylene mesh or another gore-tex mesh or certainly not polyester mesh into this position which left us with the options of synthetic versus biologic. In this case felt that in order to get long term osteotomy parastomal hernia repair, the biologic mesh has the best long term options for that. So what we did was we measured the 20 x 30 mesh we measured out the sides of the hernia which is about 9 cm on the right and about 15 on the left and so the mesh laid laterally and the edges were trimmed. We then placed the mesh around the ileal conduit. We keyholed down superiorly from the upper side and then once we created the keyhole this then covered the area of the parastomal hernia. We then reapproximated the mesh in the keyhole by closing it back together with a running prolene suture. We had a snug fit to the osteotomy but we also placed tacking stitches from the mesh to the ileal conduit in order to hold it in good position. We had excellent coverage of the lateral portion of the mesh and the hernia itself was lateral to the defect, and so we had good coverage over this area. We again tacked it down so that the mesh covered the entire area.¿ ¿ the records indicate a non-gore mesh device was implanted during the procedure. Relevant medical information: ¿ (B)(6)2017: abdominal fluid culture: mixed culture (>5 isolates) strongly suggests polymicrobial or infection or contamination with normal mucosal bacteria. ¿ (B)(6)2017: ¿today developed heart rates in 150s. Abdominal mesh growing e. Coli, secondary colony gnr [gram negative rods], alpha hemolytic strep and cons [coagulase negative staphylococcus]. Currently on gentamycin and clindamycin. Plan: 1) svt ¿suspect prompted by sepsis. 2) will add ceftriaxone to cover strep and e. Coli. Called micro to add on susceptibilities to cons. May need to add vancomycin if shows any signs of deterioration to cover cons. Bcx [blood cultures] sent.¿ ¿ (B)(6)2017: abdominal fluid culture (+) alpha-heme strep, klebsiella oxytoca and e. Coli both sensitive to ceftriaxone. Suggestions: 1) discontinue IV antimicrobial gentamycin and clindamycin. Begin metronidazole if anaerobic coverage desired. ¿ (B)(6)2017: ¿s/p [status post] parastomal hernia repair (08/16) he developed wound infection and dehiscence and complications of infected hernioplasty mesh. Following the procedure, was admitted for routine post-operative care. Incisional vac to midline incision. Incisional vac was removed on pod 5 with dry dressing in place. Midline incision did have significant serosanguinous output, and had two openings, with a bridge to ruq incision. Provided adequate moisture control and will continue at discharge. Midline incision otherwise did not show signs of infection. Antibiotic regimen was de-escalated and stopped during hospitalization.¿ ¿ (B)(6)2017: ¿abdomen-the wound vac was removed from the incision today and he has developed nonhealing of the central portion of the incision over a distance of approximately 5-6 cm with probable at least partial dehiscence of the fascial closure underneath and disintegration of the bio mesh.¿ ¿admitted directly from office for concern of dehiscence and disintegration of mesh.¿ ¿ (B)(6)2017: discharge summary: ¿postoperative wound breakdown poa [present on admission], infected hernioplasty mesh, subsequent encounter poa. Hospital course: wound dehiscence due to chronic malnutrition and skin seeding. Was admitted for extensive wound care. Had vac dressing placed on day of discharge and it looked well. Discharged home without incident.¿ ¿ (B)(6)2017: ¿the fascial dehiscence centrally remains intact and the patient will certainly get a hernia in this area but there is no sign of small bowel fistula or herniation of tissue at present.¿ ¿ (B)(6)2017: ¿there is now some bulging lateral to the ostomy which likely represents recurrence of his parastomal hernia.¿ ¿ (B)(6)2017: ¿the patient clearly has signs of recurrence of his parastomal hernia with bulging lateral to the ostomy and he tells me that he has been fitted for an abdominal binder but has not yet been able to obtain it.¿ ¿ (B)(6)2017: ¿abdomen-the parastomal hernia has recurred and is of moderate size in the right lower quadrant.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use warns: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary¿ the gore® dualmesh® biomaterial instructions for use also states: ¿. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history h6: updated result code. Conclusion code remains unchanged. H10/11: added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2016, including ¿previous hernia repairs¿ as noted in operative report dated (B)(6) 2017, were not provided. Operative records dated (B)(6) 2016 state the patient underwent ¿open repair of a moderate sized parastomal hernia with primary fascial closure and 15 cm x 15 cm gore dual mesh sugarbaker repair.¿ postoperative diagnosis states: ¿enlarging symptomatic parastomal hernia around an ileal conduit.¿ the records state: ¿the patient is a 66-year-old male who has had a cystectomy and prostatectomy with an ileal conduit. He had been doing well postoperatively, but had developed a small parastomal hernia. I saw him on february and at that time he did not want to have it repaired, but over the course of the next six months it has become progressively larger and significantly more uncomfortable. After reviewing treatment alternatives with him, I have recommended open repair of this with mesh placement. The (B)(6) 2016 records state: ¿we intubated the stoma with a foley catheter and inflated the balloon and secured it with a purse-string suture around the opening.¿ ¿a midline abdominal incision was made going above the umbilicus and below. Dissection was taken down to the subcutaneous tissue and the anterior fascia and divided for the length of the wound. The peritoneum was identified, elevated, and divided sharply, gaining free and easy access to the abdominal cavity without injury to the abdominal contents. We opened this up for the length of the wound. We were able to easily see the hernia defect. There was minimal adhesions. Some omental adhesions were taken down and then omentum was removed from the hernia defect and some adhesions of the conduit itself were taken down. Of note, the conduit had good length on it. It was relatively free and mobile and I felt we could do a sugarbaker repair on it. The conduit was attached most laterally, so we closed the fascia primarily with interrupted figure-of-eight 0-prolene sutures. We started medially at the cut fascial edge and then out laterally. We secured relatively tightly around the conduit, it was not strangulative, and it allowed passage of the tip of my index finger.¿ the (B)(6) 2016 operative report continues: ¿having completed this, I opted to reinforce this with a sugarbaker type mesh repair. We chose gore dual mesh with gortex [sic] underlay to help prevent both adhesions and erosion into the mesh. The conduit was then placed out laterally for as much length as we could reasonably get on it. I got a 15 cm x 20 cm piece of dual mesh, trimmed it down to about 15 x 15 and then tacked it in at the medial edge of the fascia first. We then laid it out and it laid over the conduit well, giving a nice s-type curve to it without being strangulative. We then, from the inside, pushed the mesh corners out laterally and then marked the spot. Using a #11 blade knife, we took a suture passer and passed it with an 0-ethibond suture through the mesh at the corner and then grasped the suture, passed the suture passer a second time about 1 cm from the original insertion site through the mesh and brought it out past. We tacked the corners and then on both sides of the conduit with transfascial stay sutures then, up the inferior and superior edge and then all along the fascia, a total of ten transfascial sutures were placed, four laterally, four medially, and then one superiorly and inferiorly.¿ the (B)(6) 2016 operative report states: ¿we then circumferentially re-enforced with a secure strap device. We tied our transfascial stay sutures down and it really looked very good. There did not appear to be any strangulation at all in the bowel, but it had a good angulation to it and the primarily repaired portion was all covered completely immediately.¿ ¿no inadvertent bowel injuries were noted. We did tack the mesh to one portion of the mesentery to kind of keep the folded edge down over the bowel and closed. The fascia was closed with looped 0- pds suture started superiorly and inferiorly and tying in the middle.¿ the records confirm a gore dualmesh® biomaterial (1dlmc04/10443928) was implanted during the procedure. Operative records dated (B)(6) 2017 state the patient underwent: ¿1. Exploratory laparoscopy. 2. Extensive lysis of adhesions. 3. Explanation [sic] of infected mesh. 4. Recurrent incisional hernia with retrorectus muscle repair with 20 x 30 cm strattice mesh. 5. Right posterior sheath component separation. 6. Left posterior sheath component separation. 7. Mobilization of right skin and subcutaneous flap 25 cm x 9 cm. 8. Mobilization of left skin flap and subcutaneous tissue 25 x 18 cm. 9. Left transabdominal muscle release. 10. Parastomal hernia repair. 11. Appendectomy.¿ postoperative diagnoses state: ¿1. Incisional hernia. 2. Parastomal hernia. 3. Infected mesh from previous parastomal hernia repair.¿ the (B)(6) 2017 records state: ¿specimens: ¿1. Appendix. 2. Gore-tex infected mesh. 3. Inflammatory peel off of the bowel.¿ ¿findings: ¿infected mesh with tunneling through the skin consistent with fistulas to the old mesh from a previous parastomal hernia repair. Recurrent incisional hernia 18 cm x 7 cm and a parastomal hernia that was 2 cm in size.¿ indications for the (B)(6) 2017 procedure state: ¿the patient is a 67-year-old gentleman who has had a previous ileal conduit created by dr. (B)(6) who then developed a parastomal hernia, underwent a parastomal hernia repair with usual fashion gore-tex mesh as the barrier method with gore-tex mesh as the implant. The mesh then became secondarily infected and the parastomal hernia recurred as well as an infected abdominal wall draining sinuses. The patient was preoperatively maximized presurgically with antibiotics, local wound care of the draining sinuses.¿ the (B)(6) 2017 procedure notes state: ¿the ileal conduit was on the right side of the abdomen as well as the draining sinuses. So we started with a midline incision dissecting down through the hernia sac separating the subcutaneous tissues off the hernia sac freeing this up and entering the abdominal space. We then went above the previous hernia repair in order to get into the abdomen in a free area and zone. We were then able to get intraperitoneal and began taking down adhesions. We then freed up the bowel, freed up the peritoneal adhesions from the hernia sac and extended the incision opening the abdomen. The osteotomy was preoperatively intubated with a foley catheter and this was able to identify where the conduit was. We then began taking down adhesions with electrocautery and sharply with metzenbaum scissors in order to free up the small bowel and the surrounding tissue and we were able to get these adhesions down, open up the abdomen and this probably took approximately about 45 minutes in order to get into the abdomen, extend the incisions and be able to visualize the balloon in the ileal conduit. As we continued to take down adhesions, we were able to up the underside of the abdominal wall on both sides and then free up the bowel off of this.¿ the(B)(6) 2017 operative report states: ¿in the process of taking down the adhesions around the ileal conduit there was a long structure that initially was thought to be one of the ureters coming up however it was a long appendix that was suck and adherent to the ileal conduit. We then mobilized this up traced it back and found the cecum. At this point we decided to do an appendectomy since the tip of it was stuck into these adhesions around the osteotomy. We then isolated the mesoappendix and took that down with electrocautery and ties and then performed an appendectomy and transected the appendectomy with a gi-55 blue load stapler. The tip was then freed up from the ileal conduit and it was sent for permanent specimen. We then continued to work on the conduit and identified the ureters, freed up the surrounding edges and were able to identify a 2 cm parastomal hernia on the lateral portion of the defect.¿ the (B)(6) 2017 operative report continues: ¿at this point, we felt we were going in order to get abdominal wall closure once the adhesions had been freed up and this is about an hour and half of lysis of adhesions and taking down bowel off the conduit. Once we had that freed up we were then able to begin on the right side and started with the posterior sheath separation getting into the space between the posterior sheath and the anterior sheath on the posterior sheath side opening up and extending that incision superiorly and inferiorly. We identified rectus muscle. It was quite a complex abdominal wall with his previous hernia repairs and so in the area of the hernia it was a difficult dissection in order to identify the tissue planes but with the use of a right angle and staying below the rectus muscle we were able to identify the tissue plane and take it up to almost the subxiphoid area and down to above the bladder freeing up the posterior sheath on the left side. We then turned our attention to free up the posterior sheath on the right side and again it was very difficult in the hernia sac and especially around the area of the ileal conduit in order to free that up. However, we were able to do that. Please note that I forgot to mention that prior to opening up the posterior sheath we did have the foul smelling purulent tissue of the previous mesh.¿ the (B)(6) 2017 operative report states: ¿we were able to cut the sutures out and free up the mesh which once the granulation tissue was freed up and the pus from the mesh was irrigated, we were then able to cut the stitches and pull the mesh out. It had waddled up into a hard block about a quarter of its previous size and covered with bacterial contamination and this left a large granulated area on the underside of the abdominal wall and we used a curette to scrap off this thickened infected granulation tissue off the posterior sheath and peritoneum. We were able get big chunks of this freed up in order to get relatively flat smooth surface but still it was somewhat thickened and inflamed from the chronic infection. Once all that tissue was removed and irrigated, we then did the posterior sheath on the right side which is where the mesh had been lying underneath the conduit. Once both sheaths were mobilized, we still did not have enough mobilization in order to get into the midline so we again went out laterally on the left side, was able to identify the perforating branches, made an incision 1 cm medial to the lateral portion of the rectus sheath.¿ the (B)(6) 2017 operative records continue: ¿I entered the transversalis area, extended the incisions and identified the transversalis muscle. We then transected the transversalis muscle giving us about another 6 cm of mobilization on that side and we extended this all the way up towards the xiphoid and all the way down on the left side. This then allowed us to get a tension free closure of the posterior sheath. This was closed with a running o vicryl suture x2. We did not after freeing up the scar tissue around the ileal conduit and with the location of the lateralization of the conduit we did not free up the right side of the transabdominal muscle. We were able to enough mobilization and get a control closure without doing that. We then once that was performed, we then identified the anterior sheath, created subcutaneous flaps separating the scar tissue from the anterior sheath about 25 cm x 18 cm on the left and about 25 x 9 cm on the right. So then we were able to get the posterior sheath closed and then because of the chronic contamination in this space, a biologic mesh was chosen due to the need for in growth and also the need for potential strength around the stoma. Based on several trials, biologic mesh has shown to be a benefit in this situation in some trials and it was felt that it was not safe to place a polypropylene mesh or another gore-tex mesh or certainly not polyester mesh into this position which left us with the options of synthetic versus biologic. In this case felt that in order to get long term osteotomy parastomal hernia repair, the biologic mesh has the best long term options for that.¿ the (B)(6) 2017 operative report continues: ¿so what we did was we measured the 20 x 30 mesh we measured out the sides of the hernia which is about 9 cm on the right and about 15 on the left and so the mesh laid laterally and the edges were trimmed. We then placed the mesh around the ileal conduit. We keyholed down superiorly from the upper side and then once we created the keyhole this then covered the area of the parastomal hernia. We then reapproximated the mesh in the keyhole by closing it back together with a running prolene suture. We had a snug fit to the osteotomy but we also placed tacking stitches from the mesh to the ileal conduit in order to hold it in good position. We had excellent coverage of the lateral portion of the mesh and the hernia itself was lateral to the defect, and so we had good coverage over this area. We again tacked it down so that the mesh covered the entire area.¿ the (B)(6) 2017 operative records state: ¿we were then able to reapproximate the anterior sheath with a running looped o pds suture x2 which gave us good closure. The skin flap mobilization skin there were several centimeters on each side that would likely not be viable so we measured about 4 cm on the left side and removed a 15 x 4 cm area of subcutaneous skin on the left side and discarded it in order to have healthy perfused skin edge on that side and on the right side there is about 18 cm x 3 cm area that we removed in order to have healthy skin with viable vascular blood flow. The abdominal wall was then reconstructed and closed in the usual fashion. We then placed his retrorectus subcutaneous drain on the right side and placed that over the retrorectus mesh and the subcutaneous drain on the left side was additionally placed in the subcutaneous space in order to decrease the seroma formation in this layer. These were hooked to bulb suction after closure. We then reapproximated the skin with staples and the drain sites were sewn in with o vicryl suture.¿ the records indicate a non-gore mesh device was implanted during the procedure. Culture and pathology reports for the specimens collected during the (B)(6) 2017 procedure, including the report for the explanted gore mesh, were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2017: radiology: CT abdomen pelvis w contrast. History: parastomal hernia with possible fistula, evaluate for infected mesh repair of hernia. Findings: patient has an anterior abdominal wall wound. Wound is in the region of the ileal conduit. There appears to be high density packing within the wound itself which extends rather prominently subcutaneously and is surrounded by very indurated tissue. There is also a drainage catheter in the wound itself and a little bit of air. No obvious demonstrable connection between contrast in the bowel in the high density material within the wound. Impression: patient with ileal conduit, no apparent renal obstruction. Around them in close proximity to the conduit and involving a large portion of the anterior abdominal wall on the right. Description and findings as above. Diverticulosis. On (B)(6) 2017: surgical pathology report. Appendix, incidental & gross exam; infected mesh & biopsy, nos; inflammatory peel. Case#: (B)(4). Final pathologic diagnosis: a) vermiform appendix with no diagnostic abnormality. B) surgical mesh, gross exam only. C) inflammatory peel: acutely inflamed granulation and fibrous tissue. Pre-operative: incisional hernia, without obstruction or gangrene. Post-operative: none given. Specimen(s) received: a) appendix. B) infected mesh. C) inflammatory peel. Gross description: a) received in formalin, labeled ¿garry deboard, appendix¿, is a 5.8 cm in length by 0.5 cm in diameter vermiform appendix. The serosa is tan-pink, smooth and dull. The serosa of the distal tip is covered by shaggy fibrous adhesions. The mesoappendix is unremarkable. The lumen contains a small amount of green, fecal material. The mucosa is tan and soft. A site of perforation is not identified. The proximal margin is inked. Representative sections are submitted in cassette a1. B) received in formalin, labeled ¿garry deboard, infected mesh¿, is a flat irregular fragment of a tan synthetic material, measuring 13.6 x 8.3 x 0.1 cm. No sections are submitted. Gross examination only. C) received in formalin, labeled ¿garry deboard, inflammatory peel¿, is a flat, irregular fragment of purple-pink, fibrous soft tissue, measuring 7.5 x 2.1 x 0.5 cm. Representative sections are submitted in cassette c1. On (B)(6) 2017: lab results. Specimen: fluid, abdomen. Gram stain results: many (4+) wbc, moderate (3+) gram negative rods, few (2+) gram positive cocci. Culture results: moderate (3+) e. Coli, few (2+) klebsiella oxytoca, moderate (3+) alpha hemolytic streptococci, rare (1+) coagulase negative staphylococcus, rare (1+) second colony type of e. Coli. Final report. Culture anaerobic fluid/ tissue abdomen: mixed culture (5 isolates) strongly suggests polymicrobial or infection or contamination with normal mucosal bacteria. Final report. On (B)(6) 2017: plan of care. Usual body weight: 108 kg (237 lb.) 09/16. Percent weight change: 7% loss/ 8 mo. Bmi: 31.57. Reports weight loss unintentional. Has noticed chewing requires more effort/ takes longer and is sated before finishing meal. Spouse provides supplements he is willing to drink. Summary: rd alerted to admission secondary to extended hospitalization. Intake is resuming, but with weight loss history and limited food preferences, expect it will be a challenge for pt to meet anabolic needs. On (B)(6) 2017: lab results. Blood culture (peripheral site 1). No growth at 5 days. Final report. Blood culture (peripheral site 2). No growth at 5 days. Final report. Urine culture (preserved) catheter. No growth. Ua w/ microscopic: yellow, cloudy, ph 6.5, spec. Gravity 1.018, protein 2(+), glucose negative, ketone 1(+), bilirubin negative, blood 1(+), urobilinogen 2.0, nitrite negative, leukocyte esterase negative, rbc 3, wbc 13, non squam. Epi cells 1, hyaline casts 1, bacteria present, mucus present. On (B)(6) 2017: hospitalist consultation. Reason for consult: tachycardia. Hpi: today developed heart rates in 150s. Abdominal mesh growing e. Coli, secondary colony gnr [gram negative rods], alpha hemolytic strep and cons [coagulase negative staphylococcus]. Currently on gentamycin and clindamycin. Plan: 1) svt ¿ suspect prompted by sepsis. 2) will add ceftriaxone to cover strep and e. Coli. Called micro to add on susceptibilities to cons. May need to add vancomycin if shows any signs of deterioration to cover cons. Bcx [blood cultures] sent. On (B)(6) 2017: wound, ostomy, continence care. 1) midline incision with well-approximated staples. 2) ruq wound 0.5 cm x 2.5 cm x 1.2 cm, 80% pale pink, 20% yellow/ white subcutaneous, periwound skin intact. 3) llq partial thickness skin loss of unknown etiology, 100% pink. Incisional vac dressing place. Serosanguinous drainage in container. Vac dressing removed and all foam removed. Midline staple incision with well-approximated staples. Mid to distal incision with moderate amount of cloudy serosanguinous drainage. Dnp assessing drainage. Incision cleansed with ns and patted dry. Applied aquacel ag dressing then covered with gauze and tape. On (B)(6) 2017: antibiotic advisory team. Recommendations: gentamycin, rx to dose, for iai [intraabdominal infection], for 6 days. Clindamycin 900 mg, ivpb q8h, for iai, for 6 days. Ceftriaxone 2 g, ivpb daily, for iai, for 3 days. Clinical data: abdominal fluid culture (+) alpha-heme strep, klebsiella oxytoca and e. Coli both sensitive to ceftriaxone. Suggestions: 1) discontinue IV antimicrobial gentamycin and clindamycin. Begin metronidazole if anaerobic coverage desired. Reason for suggestions: 1) alternate microbial based on microbiology report. (Gentamycin is not needed with addition of ceftriaxone). On (B)(6) 2017: wound, ostomy, continence care. 1) midline incision with intact staples. Proximal open area on incision line-depth 1.6 cm. Distal open area on incision line-depth 3 cm. Periwound skin on middle incision has purple discoloration. 2) ruq wound 0.5 cm x 2.5 cm x 1.2 cm. 80% pink, 20% yellow/ white. Orders received to include ruq wound in vac dressing and to wick white foam into open areas on staple line x 2. Midline dressing saturated with serosanguinous drainage. Incision and periwound skin cleansed with ns and patted dry. Periwound skin protected with barrier wipe and vac drape. Mepitel one dressing x 2 pieces on staples. White foam wicked into proximal and distal openings on staple line. Ruq wound filled with 1 white foam. Total 3 white foam. Total 2 black foam placed on staple line and bridged to ruq wound. Good seal obtained at 125 mmhg. Ileal conduit re-pouched because of its close proximity to midline. On (B)(6) 2017: consult follow up note. Svt resolved ¿ suspect secondary to sepsis. Sepsis due to infected mesh w/ incisional hernia. Completed 6 days of clindamycin, 5 days of gent. Now off abx as of 05/31. Wbc slightly elevated today but no fever overnight. On (B)(6) 2017: wound, ostomy, continence care. Drainage in vac canister is continued creamy serosanguinous. Vac dressing removed and all white & black foam removed. Wounds and periwound cleansed with ns and patted dry. Large amount of creamy serosanguinous drainage from distal wound on midline incision. Dnp states ok to remove one staple from proximal opening and one from distal opening. These two staples are loose and skin is not pulled together underneath staples and is putting tension on periwound skin. Staples x 2 easily removed. Dnp informed that swab inserted into openings along staple incision line can easily travel up staple line. Proximal wound filled with 1 piece amd strip gauze with tail extending out. Distal wound filled with 1 piece amd strip gauze with tail extending out. Incision covered with aquacel ag dressing and secured with gauze and tape. Ruq has granulation tissue and has begun to close. Mepilex dressing applied on top of wound for moist wound healing. Did not pack shallow wound that has begun to close. On (B)(6) 2017: lab results. Albumin 2.5 (3.5-5.0). On (B)(6) 2017: discharge summary. Principal problem: infected hernioplasty mesh. Hospital procedures: exploratory laparotomy; lysis of adhesions; explantation of infected mesh; recurrent incisional hernia repair with recto-rectus strattice mesh; right posterior sheath component separation; left posterior sheath component separation; mobilization of right skin and subcutaneous flap 25 cm x 9 cm; mobilization of left skin and subcutaneous flap 25 cm x 18 cm; left transabdominus muscle release; parastomal hernia repair; appendectomy. Summary of hospital stay: s/p parastomal hernia repair (08/16) he developed wound infection and dehiscence and complications of infected hernioplasty mesh. Following the procedure, was admitted for routine post-operative care. Incisional vac to midline incision. Incisional vac was removed on pod 5 with dry dressing in place. Midline incision did have significant serosanguinous output, and had two openings, with a bridge to ruq incision. Provided adequate moisture control and will continue at discharge. Midline incision otherwise did not show signs of infection. Antibiotic regimen was de-escalated and stopped during hospitalization. On (B)(6) 2017: history & physical. Hpi: admitted directly from office for concern of dehiscence and disintegration of mesh. On (B)(6) 2017: wound, ostomy, continence care. 1) abdominal wound 7.8 cm x 7.8 cm, undermining from 3 to 11 o¿clock, 4 o¿clock = 8.5 cm. 80% pink with granulation buds. 20% white exposed mesh. Periwound skin with staples proximally and distally. Vac dressing removed and all white and black foam removed and multilayered vaseline gauze. Old vac dressing had odor, but no odor was noted after wound was cleansed with ns. Wound and periwound cleansed with ns and patted dry. Woc nurse instilled lidocaine 1% into wound. Periwound skin protected with barrier wipe, eakin and vac drape. Mepitel one x 2 pieced placed on proximal and distal staples. 8 layered vaseline gauze placed into wound base. 1 piece coiled white foam placed at 4 o¿clock and in undermining from 3 to 11 o¿clock. Total 5 black foam used to fill wound and to place on staples. Pt. Tolerated well. On (B)(6) 2017: progress note. Wound vac placed by surgical team today. 1) piece of vaseline gauze placed initially. 2) one piece white foam placed after cutting in a spiral piece. 3) circular piece black foam ~6 cm in diameter placed on top as well as 2 black foam strips over top of incisions. On (B)(6) 2017: progress note. Vac was changed again today and wound continues to granulate. There was some more of the old stratus [sic] mesh which was debridement [sic] away and a new vac was placed which the patient will go home with. On (B)(6) 2017: discharge summary. Admission diagnosis: wound dehiscence. Discharge diagnoses: postoperative wound breakdown poa [prior to admission], infected hernioplasty mesh, subsequent encounter poa. Hospital course: wound dehiscence due to chronic malnutrition and skin seeding. Was admitted for extensive wound care. Had vac dressing placed on day of discharge and it looked well. Discharged home without incident. On (B)(6) 2018: office notes. Diagnoses of mediastinal adenopathy, bladder cancer metastasized to pelvic region, neck mass, and malignant neoplasm of lateral wall of urinary bladder. Diagnosis/ treatment history: interval history: after spring 2016 didn¿t keep follow-up appts. Unfortunately has developed metastatic bladder cancer. Biopsy done by dr. (B)(6) earlier this week confirmed diagnosis. Impression/ plan: 1) former smoker. 2) bladder cancer. Will not be able to cure but can definitely try to treat. Has already had platinum-based therapy, so is a candidate for immunotherapy. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Patient code: (B)(4) (appropriate term/code not available) used for "loss of consortium¿ (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open parastomal hernia repair on (B)(6) 2016 whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: infection, adhesions, mesh removal, additional surgeries, loss of consortium. Additional event specific information was not provided.